Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. No appropriate term/code available for perforation. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2015. Alleged fracture, migration, perforation, caval thrombosis and pe/dvt." Patient allegedly received an implant on (B)(6) 2015 via left common femoral vein due to contraindication to anticoagulants. On (B)(6) 2015, inferior vena cavogram and placement of ivc filter operative report: ¿then an ivc filter from cook, by the name of cook celect. Was deployed. Post deployment of filter venogram shows appropriate placement of the ivc filter.¿ on (B)(6) 2015, CT of chest: ¿limited CT assessment of the upper abdomen reveals an inferior vena cava filter. Impression: extensive pulmonary embolic disease.¿ on (B)(6) 2016, CT of abdomen and pelvis: ¿impression: there is a linear metallic density seen along the inferior aspect of the right ventricle. There is not of an inferior vena cava filter with a fractured secondary stress. The finding is concerning for strut fracture and embolization, with perforation of the strut through the right ventricle or possible migrated into the right coronary vein. The acuity of this finding is uncertain but it was not noted on the prior (B)(6) 2015 CT angiography of the chest. Eccentric thrombus in the inferior vena cava and extending into the right common iliac vein.¿ on (B)(6) 2016, x-ray of lateral spine: ¿incidental note is made to an inferior vena cava filter.¿ on (B)(6) 2017, CT of abdomen: ¿impression: abnormal appearance of the legs of the ivc filter with legs extending beyond the lumen of the visualized ivc. Follow-up as clinically indicated.¿ patient outcome: alleged caval thrombosis, pe/dvt.